Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported the tip of the tunneler allegedly broke. Reportedly, a new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one equistream alphacurve d/l catheter 14.5 fr, 28cm hemodialysis catheter with surecuff kit was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a fragment of the catheter loading tip on the tunneler was observed to be separated from the rest of the device. The break surfaces of both the fragment and the catheter loading tip on the tunneler match up. This is a known issue for chronic dialysis catheter tunnelers. The definitive root cause could not be determined based upon available information. However, it is likely that supplier related issues contributed to the reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.

Event description:
It was reported the tip of the tunneler allegedly broke. Reportedly, a new device was used to complete the procedure. There was no reported patient injury.